Event description:
It was observed that during the device evaluation, the probe cover of the videoscope had a sharp edge. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the probe cover of the videoscope had a sharp edge. The most probable cause of the identified failures was traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.